Event description:
It was reported during generator change that the right ventricular lead displayed loss of capture. The lead was capped on (B)(6) 2026 and successfully replaced. There were no patient consequences.